Event description:
It was reported the device displayed alarm 42224 while on patient. The alarm would not stop even after the battery was removed or a power down of the pump was done. The pump was replaced with new one. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was not confirmed. Device passed all functional test performed, however there were multiple error alarms found in the device ehl (event history log). Replaced the dso (downstream occlusion sensor) and reinstalled the device software for preventive measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.